Event description:
A customer reported a system error (se) 2240 (air in set) alarm, followed by a 2367 alarm, during initial drain on the home choice (hc). The technical service representative (tsr) explained the messages to the home patient (hp). There was no reason found for the message. The technical service representative (tsr) informed the hp to start over using new supplies and contact the nurse. There was patient involvement, however, no patient injury nor medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This condition was not confirmed, as the disposable set was not returned to baxter for evaluation. The lot number was not provided for a batch review. Therefore the assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.